Event description:
It was reported that noise was noted on the atrial lead. There has also been a slight increase in unipolar impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2012. (B)(4).